Event description:
Report recieved that the device did not alarm for air in line during routine preventative maintenance testing. There were no reports of any pt events while the device was in clinical use.